Manufacturer narrative:
The pump was returned in fair condition. Analysis found that the motor was activated and the device went into error 1871. There was evidence of this issue in the event log, specifically error 1871. The motor will be replaced and this was found to be the primary problem.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with alarm error 1872. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.